Event description:
It was reported that the patient's "pump was revised in (B)(6) 2003 because the catheter was twisted." The patient's health care professional (hcp) was giving him refills every 2 weeks but it caused the patient's legs to "jump, it was like a cramp." The hcp tried dilaudid, but "it made the patient's legs jump within 6 months to a year." The hcp switched the patient's medication to fentanyl which was still the reported medication as of the date of this report. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j10953r70, serial# implanted: (B)(6) 2002, explanted: product type catheter. (B)(4).